Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). The defective part was received and is pending testing and evaluation. An additional report will be submitted when testing is completed.

Event description:
The customer called technical support (ts) reporting that the device has an error code 1104 backup alarm failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the pcba cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The cpu pcba was returned to the failure investigation laboratory. There was no date code printed on the side of ls1. The reported problem could not be reproduced. Ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. No new knowledge could be gained by continuing to investigate ls1 failures where the ls1 does not include a date code.